Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient had their pacemaker and right ventricular lead explanted and replaced due to an unknown malfunction. No patient condition or further information could be obtained.